Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. Patient information, due date, event date and date received by mfg has been updated.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. Additionally, the complaint was confirmed, contamination findings: foam particles were found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.